Manufacturer narrative:
Block b3: approximated based on the event date provided in the medwatch form (november 2025). Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0501 captures the reportable event of balloon rx tunnel detachment.

Event description:
Note: this report pertains to the second cre rx dilatation balloon device that was tested after the procedure. Refer to manufacturer report number 3005099803-2026-00498 for the first cre rx dilatation balloon device that was used during the procedure. It was reported to boston scientific corporation that a cre rx dilatation balloon was tested after an esophagogastroduodenoscopy (egd) procedure in the esophagus and stomach performed in (B)(6) 2025. The specific date is unknown. During the procedure, when the device was pulled back out, the black sheath (rx tunnel), which is not designed to detach, was torn off and remained in the biopsy channel. It was reported that no part of the detached piece fell into the patient. The procedure was completed with another cre rx dilatation balloon device. After the procedure, another cre rx dilatation balloon with a different lot number was inspected to see how easy it was to manipulate, it was not easy, but with pressure the rx tunnel was removed also. The second device was not used in a procedure or with a patient. There were no patient complications reported as a result of this event.